Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a procedure to remove a matrix spine construct on (B)(6) 2017, after successfully removing two (2) matrix locking caps, the surgeon attempted to remove a locking cap at l2 on the left, using a t-handle t25 stardriver shaft for matrix-long, but was not able to turn the locking cap. This attempt caused the stardriver shaft to bend close to the distal end of the instrument. The surgeon then attempted to loosen the locking cap using a ratchet t-handle with a t25 stardrive shaft for matrix-long. This stardrive shaft also became bent. The handle snapped as internal components broke, resulting in the handle spinning around the shaft and not turning the locking cap. Alternate techniques were attempted without success. The surgeon then loosened all remaining locking caps with no issue. The surgeon then returned to the locking cap that would not release. It was at that time it was noted the screw beneath the locking cap was loose in the bone. The surgeon was able to remove the screw and rod together with the locking cap using general instrumentation. It is not known if the screw was loose prior to surgery or if it became loose while surgeon was attempting to remove the locking cap. The surgery was delayed approximately five (5) minutes due to the reported issues but was completed successfully. Please see related complaint, com-(B)(4), which addresses and reports the need for the explant surgery. Concomitant devices reported: rod (part number 04.633.294, lot number unknown, quantity 1) this report is 4 of 4 for com-(B)(4)